Manufacturer narrative:
Additional information: it was noted that a return sample was not available for evaluation; therefore a discrepancy in the product could not be confirmed. A detailed review of batch records found no discrepancies (including any non-conformances/deviations). At this time there is not enough information provided to conclude that the product did not meet specification and perform as intended. A previous investigation has been closed which is associated with this reported complaint and phenomenon of kinked tubes. The investigation concluded that the reported event was attributed to inconsistent manufacturing processes. A corrective action was initiated to address the manufacturing inconsistencies. This complaint will be closed with no further actions needed. A correction for the expiration date to 02/2020 and for the manufacturing date to 02/2015, as only the month and year were provided. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 8, 2016 (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A total of two (2) devices were involved in this event. A separate FDA form 3500a has been submitted for each device.

Event description:
It was reported a hospital aide placed a high flow nasal cannula on a patient. Shortly after, the patient became short of breath. The aide reportedly noticed there was a kink in the tubing. The tubing was removed and replaced with new tubing. Examination of the replacement tubing found it was also kinked. Although the issue was detected during use, no patient harm was reported.